Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number h12l15042 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.

Event description:
It was reported that during troubleshooting for the unrelated alarm the registered nurse (rn) noticed air in the patient line during the initial drain, while the home patient (hp) was connected. During troubleshooting nothing unusual was found that could have caused or contributed to the alarm. The technical service representative (tsr) had the rn close the clamps, disconnect the hp and cycle the power. The tsr assisted the rn with ending the therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.